Event description:
The patient called to report an alarm and insulin squirting out during the manual prime. Troubleshooting revealed a protruded drive support cap. The patient also stated that there was a line across the screen. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.